Event description:
Approximately thirty three months post index procedure the patient underwent a target aneurysm re-intervention (tar) due to the aneurysm reoccurrence. During re-intervention a non-boston scientific coil was detached prematurely and a neuroform stent was placed to secure the coil against the vessel wall. There was no clinical consequence to the patient.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.